Event description:
A consumer reports experiencing a loss of vision and foreign body sensation since an intraocular lens (iol) implant surgery. She believes she may be having a allergic reaction to the lens material. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted.